Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the heparin drip was on hold due to endotracheal versus airway oozing causing large clots to form. The impella was repositioned, without difficulty from 3.4 centimeters (cm) to 5.2 cm mid-inlet to atrioventicular. The patient had no signs of hemolysis but was having arrhythmias upon turning.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for an investigation. Data log analysis confirmed multiple impella in aorta alarms and placement signal spikes throughout support. The logs also confirmed a decreasing trend in signal-to-noise ratio (snr) and contrast. Upon further inspection of the imc logs, the console software version was also found to be v12.1. The most likely cause of the optical signal issue was patient condition related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with optical signal issue description. H6 updated with optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-09469. B1 product problem updated. B7 other relevant history, including preexisting medical conditions, updated. D10 concomitant medical products updated. G1 reporting contact email and reporting contact fax number were updated.

Event description:
The complainant also reported that there were frequent impella position unknown alarms. The placement signal (ps) is not reliable. The nurse was advised to ignore the impella position unknown alarm at the time and to continue to monitor cuff pressures. The patient was stable without any changes in condition. It was further reported that a preventing retrograde flow alarm appeared. The motor current increased with the alarm, and the ps continued to remain high and would even disappear. The nurse was advised to disable ps monitoring as well as retrograde flow alarms so the impella would not run higher than p5 with a possible failing sensor. The nurse reiterated that the patient¿s condition had not changed.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of vf and thrombus could not be determined as the device was not returned nor sufficient clinical details. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ added- h6 component code 925 corrections to the initial MFR report: d4-corrected model number added-d6a/d6b f6/f8 should have been left blank.